Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a damaged insulation approx. 32 cm distal to the df4 connector. In that section, the insulation body and the coating of the conductor cable to the ring electrode were found damaged. These findings can be considered as the root cause for the observed issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The deformation of the inner coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of about 6 months it was reported that the patient received two inappropriate shocks due to noise on the right ventricular channel. When interrogated oversensing due to noise was verified. The lead was extracted and replaced and returned to biotronik. Apart from the inappropriate shocks, no further adverse patient side effects have been reported.